Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found a frayed grip cable at the distal idler pulley. The frayed strands stuck out at the wrist. Further inspection identified thermal damage on the bipolar yaw pulley. The thermal damage on the bipolar yaw pulley was observed between the edge of the pulley and the conductor wire location. This additional observation is unrelated to the primary reported issue. The instrument passed the electrical continuity test. There was no damage found on the conductor wire insulation. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image was reviewed by regulatory post market surveillance (rpms) analyst. The image of the fenestrated bipolar forceps instrument is consistent with the alleged instrument fractured cable. The probable root cause of cable breakage, whether partial or full, is associated to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is associated to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a fractured cable. The user completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. There was no arcing observed during the procedure and no injury to the patient.